Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose. The customer¿s blood glucose was 250, 65, 200, 514, 557, 278, 108 mg/dl. The customer contacted their doctor and the doctor recommended her go to emergency room. The customer experienced the symptoms of hyperglycemia, difficulty breathing. The customer was treated with the manual injection and insulin pump. The troubleshooting was not mentioned for the high blood glucose. The product will not be returned for analysis.